Manufacturer narrative:
Qn#(B)(4). The reported complaint of "balloon does not fully open" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the balloon does not fully open after insertion". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon does not fully open after insertion". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".